Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was no longer responsive. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. Additionally, it was reported that an altitude alarm occurred. There was no patient involvement as the pump was not being used for therapy at the time of the events.

Manufacturer narrative:
The reported event is not a reportable issue and was filed inadvertently.